Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified subclavian artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at around nominal pressure, the balloon failed to inflate and contrast leakage was found. A visible pinhole was noted on the balloon material which contributed to the leak. The device was pulled out through the sheath and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.